Event description:
The device was used during a nephrectomy procedure. Reportedly a component disengaged into the pt's cavity and was retrieved by the surgeon. The hospital reported no injury to the pt.